Event description:
Reporter indicated that vns pt has recently experienced night-time seizures, which pt apparently never had prior to implant. The pt experiences painful stimulation with the night-time seizures and reportedly has chronic ear, neck and chest pain due to the vns. The pt's device was programmed to off with plans to possibly explant to check for scar tissue and proper device function. Will possibly reimplant with newer model.

Event description:
Further follow-up revealed that the patient underwent generator replacement surgery. Only the pulse generator was replaced.